Manufacturer narrative:
The product was returned and evaluated. The tip passed the flow test and thermistor test. The tip failed leak test and visual inspection. The tip membrane was ripped and dented. No dielectric breakdown was seen. No functional test was performed due to the ripped membrane. The complaint was unable to be confirmed as the reported problem was not duplicated. The investigation is underway.

Manufacturer narrative:
The product evaluation confirmed the failure mode. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. This damage most likely caused the reported sounds heard during treatment. It is unknown how this damage occurred as all treatment tips are visually inspected during manufacturing. Final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(6). The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
There is no other information available at this time. The investigation is ongoing. On april 16, 2021, bausch + lomb received an email from cdrh/food and drug administration notifying the company that the report initially submitted on 04/07/2021 failed in the emdr system with an error due to the presence of the ¿}¿ character as part of the c-code value. There was no ack3 error message which notifies the company that the submission was rejected due to the character. The special character (¿}¿) has been removed and this report is being resubmitted.

Event description:
Customer stated they had completed treating the right side of the face and completed 600 reps. When she switched to the left side of the face, the customer heard a fizzle sound on the first rep. She applied more coupling fluid and on the second rep, the fizzle sound occurred again but was a little louder. The customer inspected the tip surface and there was some bubbling and what appeared to be a burn mark on one corner of the tip surface. She then changed the tips and had no further issues. There was no injury or adverse event to the patient.